Manufacturer narrative:
The device has been requested to our partner`s workshop in hungary, but testing has not yet started. It is expected to be delivered this week. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description:after several hours of breathing, the device suddenly started beeping, froze, and did not respond to anything. It was not possible to resume ventilation, and the patient was ventilated manually until a replacement ventilator was installed. The patient's vital signs remained stable throughout and his general condition was not affected by the event.

Manufacturer narrative:
The device has been requested to our partner`s workshop in hungary, but testing has not yet started. It is expected to be delivered this week.

Event description:
Hamilton medical ag received the following event description:after several hours of breathing, the device suddenly started beeping, froze, and did not respond to anything. It was not possible to resume ventilation, and the patient was ventilated manually until a replacement ventilator was installed. The patient's vital signs remained stable throughout and his general condition was not affected by the event.

Manufacturer narrative:
The device has been requested to our partner`s workshop in hungary, but testing has not yet started. It is expected to be delivered this week. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields.

Event description:
Hamilton medical ag received the following event description:after several hours of breathing, the device suddenly started beeping, froze, and did not respond to anything. It was not possible to resume ventilation, and the patient was ventilated manually until a replacement ventilator was installed. The patient's vital signs remained stable throughout and his general condition was not affected by the event.